Manufacturer narrative:
A review of the batch record showed this lot met all specification for product release and no deviations were found that could have caused or contributed to the reported event. A sample was not returned for analysis. A photo provided by the dentist shows a lesion located deep in the buccal fold, significantly below the alveolar rim. Therefore, causal relationship between the application of 3m astringent retraction paste and the necrosis could not be determined. Solventum will continue to monitor.

Event description:
The patient allegedly experienced a burn-like reaction shortly after 3m astringent retraction paste was applied around tooth 34. The dental professional cleaned the area, performed rinses and prescribed corsodyl for a few days but the affected area still appeared necrotic. When the patient returned for a follow-up visit on (B)(6) 2025, a hydrogen peroxide rinse was performed and oracort and dalacin were prescribed. The condition significantly improved, but a lesion remains on the root near the tooth's neck.